Event description:
Staff member was placing items in the warmer and received a cut on his finger. The warmer shelves have holes to allow air circulation and the edges of the holes are extremely sharp. We have had two previous staff injuries on the older model of the warmer from the same issue. No patients were involved. Manufacturer response for warming cabinet, (brand not provided) (per site reporter) manufacturer is looking into possible solutions.